Manufacturer narrative:
Further analysis determined the exam did not contain all of the required patient anatomy in the scan. The scan only contained the anatomy between either temple on the side of the head. This scan would limit the surgeon's space to trace only on the most anterior parts of the face and not around the sides of the head of the patient. If the posterior anatomy is not included in the scan and not available to gather data points, the software will not have data to provide optimal navigation information.

Event description:
A medtronic representative reported an inaccuracy during an ent surgery. Pointmerge registration failed 2-3 times, tracer worked, but was very inaccurate. Inaccuracy occured at the middle turbinate and back of the sphenoid about 3-5 mm, good accuracy on the tip of nose. The were zoomed in 2-3 times. Patient was heavy. The procedure was completed with the use of the fusion navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight was not provided. Per patient, was reported to be "heavy." The device has not been returned to the manufacturer.

Manufacturer narrative:
Patient weight now provided. The software is functioning as designed. If the tracer registration technique collects points only on the front of the face, accuracy may degrade the further away from the point collection the surgeon is navigating if no data points have been collected posteriorly. If the surgeon requires to be more accurate deeper in the sinuses, it may be required to perform a pointmerge registration method instead. An accuracy check was performed on the system onsite with a demo model and the system was found to be accurate.